Manufacturer narrative:
As reported, the doctor states that an 8x60 powerflex p3 percutaneous transluminal angioplasty (pta) balloon catheter ruptured while inflating using a syringe (not an inflation device) while in an av fistula procedure. A 6fr x 5.5cm brite tip sheath was used. There was no reported injury to the patient. The device will not be returned for evaluation as the device and package were thrown away. The product was not returned for analysis. No lot number was provided; therefore, a product history record (phr) review could not be generated. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Arteriovenous shunts are often scarred and fibrous in nature and therefore often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ as no lot number was supplied a phr could not be completed. The information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the dr states that a 8x60 powerflex p3 balloon ruptured while inflating using a syringe (not an inflation device) while in an av fistula procedure. A 6fr x 5.5cm brite tip sheath was used. There was no reported injury to the patient. The device will not be returned for evaluation as the device and package were thrown away.